Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) has completed their investigation. Fa found the primary failure of broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.194" x 0.571" was found to be broken off the yaw pulley. The broken piece was returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaw. Root cause of broken grip tips is attributed to mishandling. Additional findings not reported by site: the instrument was found to have insulation damage on the conductor wire. The damage was located at the distal end on the bipolar yaw pulley. No material was found to be missing. Electrical continuity was tested and passed. Root cause of conductor wire insulation damage is attributed to a component failure. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.021¿ - 0.600 in length and were not aligned with the tube axis. Root cause of main tube scratch marks is attributed to mishandling a review of the instrument log of the fenestrated bipolar (part # 470205-17/ lot # t10200727-0019) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 10th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip of the reported event was available for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent energy transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, one of the jaws of a fenestrated bipolar instrument broke and fell inside the patient. The staff contacted intuitive surgical, inc. (Isi) technical support and wanted to know what they could do to find the piece. The technical service engineer (tse) recommended an x-ray as the jaws are radiopaque. The surgeon was able to find the piece and was able to remove the piece from the patient successfully. The procedure was completed as planned with no reported injury. Isi contacted the charge nurse and obtained the following additional information about the complaint: the fragment was retrieved and no post operative test was needed. There was no injury to the patient. The only patient information she was able to share was that the patient is female. Isi made multiple attempts to contact the surgeon, but was not able to gather any additional information as of the date of this report.